Event description:
I have a three yr old that loves (B)(6) and has a tooth brush that lights up with (B)(6) on the handle. Well, the tooth brush just fell apart in his mouth while I was monitoring his brushing. The tip just fell into two pieces and if the piece that fell off would have been swallowed it could have been life threatening. It is a jagged piece about an inch long that could have been easily choked on or swallowed had I not been there to react so quickly. Purchase date: (B)(6) 2010.